Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed. The reported failure to deploy the suture was concluded to be related to a potential product quality issue. In addition, the returned device analysis found an anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The subsequent treatment appears to be related to procedure circumstance. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Unused sterile devices were tested and were successfully deployed with no observations.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, when the proglide plunger was deployed, the suture did not capture the artery. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.